Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (> 400 mg/dl) while wearing the pod between 1 and 4 hours. The patient reports they had been vomiting. The patient reports the pod and continuous glucose monitor had a communication error. The patients pod was deactivated. The patient reports while trying to activate a new pod they continued to receive communication errors. Once at the hospital the patient had x-rays administered on their abdomen. The patient was treated with insulin as well as anti nausea medication. Tee patient remains in the hospital on manual insulin injections at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.